Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that the rv lead had oversensing on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.